Event description:
It was reported that the scale was inaccurate due to bad load cells. It was further reported that the power cord ground path was compromised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.